Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to similar symptoms reported in the recall notification. There was no report of serious patient harm or injury. The patient reported symptoms to the physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to similar symptoms reported in the recall notification. There was no report of serious patient harm or injury. The patient reported symptoms to the physician. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust-like white and black contamination, potential black hairs or fibers at the air input of the blower box, slight dust-like contamination on the top of the blower motor, black contamination which is consistent with keratin is present at the air outlet of the blower box, tiny unknown black and white specs of contamination on the bottom the blower box, contamination pieces on the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.